Manufacturer narrative:
The investigation revealed the following: the incident was user related because the user disregarded the safety instructions. The device was tested and found to be functioning as per manufacturer's expectation. The root cause for the incident cannot be confirmed. It was suspected that improper concentration of chemicals utilized with the device may have caused the fumes. Insufficient ventilation in the work area may have additionally contributed to the incidents. The instructions for use noted sufficient precautions with regards to safety, installation requirements and warnings in relation to the proper use and care for personnel using the device. Recommendation from leica biosystems to the customer was via a "customer facing letter" to follow the clear statements and warnings in the instrument's instructions for use.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and reported increasing formalin fumes in the tissue processor, histocore pegasus and the cut-up room in their histopathology room. The complainant reported that their staff were feeling light headed, nauseous, and had headaches.